Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump had no power after being exposed to water. There was no damage or moisture in the pump alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 13-sep-2018 with the following findings: a visual inspection of the pump revealed the battery compartment and returned battery cap were undamaged. The battery cap was able to fit securely. The battery cap contact height and width measurements were found to be within specification. The pump was unable to power up and it¿s completely unresponsive. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board. The complaint of intermittent power was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.